Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
Approximately 45 months post index procedure the patient suffered angina which was treated with revascularization of rca with the implantation of one non-medtronic stent. It was assessed that the event was not related to the study device. Patient recovered.

Event description:
Additional information received confirmed that the mi that occurred one day post the index procedure was remotely related to the study device.

Event description:
It is reported that one day post index procedure the patient suffered an mi of the target lesion due to angina. The event was not assessed for relatedness to device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).

Event description:
During index procedure, 3 endeavor sprint rapid exchange (rx) drug eluting stents were implanted. One in the rca and two in the lad. Approximately 4 weeks post index procedure there were 2 lesions treated during a staged procedure, one non medtronic stent implanted in the lcx and one endeavor sprint implanted to the 1st obtuse marginal. Approximately 6 months post index procedure revascularization of the lad was performed. Approximately 23 months post index procedure, the patient suffered a mi. The mi was treated with revascularization to the rca. It was assessed that the reported events were not related to the study device. The patient recovered with treatment.